Manufacturer narrative:
It was reported that a patient was using a gastrostomy tube (unknown lot number, unknown product code) for daily feedings and noticed that the cap does not stay secure resulting in leaking of fluid onto the patients abdomen. It is unknown how the tubes are stored at the facility. It is unknown when the tube was initially placed into the patient prior to the cap not securing. The cap was able to be closed, however the cap would reopen on its own. The tube was not in use when the leaking was discovered; however the fluid did make contact with the patient's abdomen resulting in the patient experiencing a burn on the skin of their abdomen. The patient was treated with unknown antibiotics and silvadene cream which resolved the reported burn. The patients gastrostomy tube was replaced with no further incident reported. No additional information is available. A sample is not available for evaluation however, due to the reported incident and subsequent need for intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Gastrostomy tube cap does not secure during patient use.